Event description:
Additional information received reported the cause of the event was the catheter. As of (B)(6) 2013 the outcome to the patient was reported as ¿no injury¿. Office notes were provided over the course of the patient¿s treatment starting from implant until the patient was discharged from practice in 2010. At no point in the notes provided does the previously reported event regarding the patient being hospitalized and almost dying. Per the provided notes, on (B)(6) 2006 the patient returned for a pump increase with a chief complaint of neck, abdomen, back/spine, right leg and left leg pain. Her mood was noted to be ¿tired¿ and her activity level was decreased. The patient requested an in increase in the pump, requested a refill on oral medications (morphine sulfate) and reportedly had been having leg cramps. The medical decision/plan at the appointment was to increase the pump to 3mg/day and to refill the morphine (msir). Another pump increase then occurred on (B)(6) 2006 per the patients request along with an oral medication refill. At that visit the patient¿s chief complaint had been neck and back pain. Then on (B)(6) 2006, the patient presented with neck and low back pain. The patient reportedly had to take about 8-10 msir every day and had to get up in the middle of the night to take medication. The pump was increased at the visit. Then on (B)(6) 2006, the patient presented with neck and spine/back pain. The patient¿s pain had reportedly increased ¿some¿ lately. A 10% increase in the pump was implemented and her oral medications were refilled. Then on (B)(6) 2006 the patient presented again with neck and back/spine pain. The patient came in for a refill on her oral medications and a pump increase. It was reported the patient had been taking 12-14 a day of the msir. The patient reportedly had to do that many because she was not getting enough relief from the pump. It was noted the patient¿s brother was in the hospital with cancer and the patient was dealing with some depression from that. It was also reported the patient was not having any side effects. The patient¿s pump was refilled and the dose was increased. It was noted the health care provider (hcp) told the patient she needed to be more aggressive with coming in for pump increases. On (B)(6) 2006, the patient presented and indicated the last increase hadn¿t helped enough and it didn¿t really feel like it helped her at all. The first refill since implant was performed and the expected residual volume had been 4.4ml while the actual residual volume was found to be 9ml. The discrepancy was reported to the patient¿s managing hcp who had said to watch the volumes on the next refill and for the patient to come for frequent pump increased if needed. It was also noted ¿may have to check pump under fluoro later¿. The pump was refilled, a 15% increase was performed and the patient was rescheduled for their next appointment. The patient returned on (B)(6) 2006 and presented with neck and low back pain. The pump was increased to 12.5mg per day and her oral medications were refilled. On (B)(6) 2006 it was noted the patient¿s last visit on (B)(6) 2006 there had been a ten percent increase which reportedly was not effective. At the visit, the pump was checked via telemetry; 18.9ml had been expected and 19.5ml was removed. It was noted ¿no big discrepancy at this time¿. The pump was refilled. The patient returned on (B)(6) 2006 and presented with back and neck pain. Her activity level had also reportedly decreased and had increased pain lately. The patient believed the pain was due to the stress she had been under since her brother had died recently. The patient asked for a pump increase and the pump was increased ten percent to 16.5 mg/day. The hcp recommended a ¿pump check¿ under fluoro with myelogram due to ¿her high pump rate¿. The patient reportedly wanted to wait on the procedure due to the expense at the time. The hcp told the patient it would be necessary if she continued to need increases. On (B)(6) 2006, the patient presented with pain in her neck and waist down pain. The patient had reportedly fallen one week prior and hurt her legs and knees. The patient fell hard and was still hurting. She did not go to the doctor for x-rays and it was noted the managing hcp noted pain in her low back to palpation. The patient described the pain as going bilaterally down her legs. Per follow up visit notes, the discussion on that day included refill medications, an x-ray of the lumbar spine and for the patient to return in one month for follow-up. On (B)(6) 2006 the patient presented with pain rated at 9 out of 10 on the pain scale. An increase on (B)(6) 2006 had not been effective. At the visit, the pump status was checked via telemetry. The hcp had expected 5.1ml and removed 5.5ml of medication. The pump was refilled and increased. On (B)(6) 2007, the patient presented with back, neck, legs and hips pain. The patient came for a refill on her oral medications and because she was having a lot of pain, ¿even with her pump up to 18 mg/day¿. The patient¿s oral medication had been decreased but the patient had continued to take ten per day. It was reported she was not getting any relief. It was reported, ¿in the past, the pump has been inconsistent in the amount we got back at a pump refill¿. The hcp gave the patient one week supply of oral medication, had an appointment scheduled for the following week and it was noted ¿asap pump check/myelogram with CT¿. On (B)(6) 2007, the patient presented complaining of neck and back/spine pain. The patient reportedly still felt like she needed more of a pump increase. It was noted the msir was working well for breakthrough pain however she was still requiring significant msir for the breakthrough pain in spite of rather rapid pump dose increases. The patient was scheduled for a pump check that ¿should help solve this¿. The pump was increased, the msir prescription was refilled and the patient was scheduled for a pump check, myelogram/CT the upcoming friday. Then on (B)(6) 2007, the patient¿s chief complaint was neck, back and left rib pain. The patient¿s activity level had reportedly decreased. The patient had increased her msir to 8-10 a day since she had ¿the fall at work¿. She had a crushed rib and had increased them because of it. The patient believed she was able to tell a difference with the last pump increase. At the visit, the pump was again increased and the refill date was left the same ¿(B)(6) even though she alarms on (B)(6) because if the pump is not functioning correctly then he wants her to refill with a less concentrated medicine and the pump check is not scheduled until (B)(6)¿.on (B)(6) 2007, the hcp performed fluoroscopically guided percutaneous lumbar myelogram via the side access port of the pump. It was reported the patient had continued to have significant lumbar radicular and/or axial symptoms with the pump prior to the procedure. When performing the procedure, 5 cc of omnipaque 300 showed a poor spread of dye. The dye spread up to the t6 2 level and down to t8. There was reportedly predominantly left sided filling around some sort of opacity centrally and there was considerable pain along the thoracic nerve root distributions due to the increased pressure the hcp suspected in that area. It was reported there was some resistance to the injection at 5cc volume. The catheter appeared to be intact with no kinks or blockage. The tip was noted to be at the t10 level. The pump was analyzed and re-programmed to deliver a bolus to the tip of the catheter and the continuous infusion was not changed. The hcp¿s impression was ¿very abnormal myelogram with some sort of loculation of dye along the mid left thoracic region around the catheter tip¿. The plan was to continue the patient on her current medications and the hcp was to set her up to see another hcp based on the exam. It was noted that more definitive information would likely come from the CT that the patient was to go to following the myelogram. On (B)(6) 2007, the patient presented with neck and back pain along with a decreased activity level. It was reported ¿we had done a pump check and her pump is not working¿. Since the study the patient had been unable to see a surgeon because she was fired from her job and had been taking double the amount of msir that had been prescribed. The patient¿s pump was empty and alarming at the time of the visit and the patient had no insurance. The hcp decreased the msir and planned to check with billing and let the patient know the cost of having the pump filled with normal saline. Then on (B)(6) 2007, the patient presented with neck and back pain. She had been taking methadone which made her drowsy/sleepy and unable to function. The patient wanted a ¿few¿ oxycontin to last until her pump refill. The hcp increased the patient¿s msir and started her on oxycontin. The patient had a pump appointment scheduled for six days later. Then on (B)(6) 2007, the patient¿s pain was at a 10. It was reported ¿pump cath not functioning properly¿. Since the last visit, the patient was in a lot of pain due to a decrease in the pump (28 mg/day to 20 mg/day). The pump was checked and a low and empty reservoir alarm had occurred. The hcp withdrew 0.5 ml and refilled the pump with 40 ml. The rate was decreased and a follow up appointment was scheduled. The plan was to decrease the pump to 5 mg/day on that visit. On (B)(6) 2007, the patient presented with back pain. Her mood was noted to be normal and her activity level had increased. The patient had been scheduled to have her pump decreased as there was opacity in her pump catheter. The pump at the date of the visit was set on 10 mg/day. The patient asked to leave the pump where it was set at as it cost more when the hcp adjusted it. The hcp approved and refilled the patient¿s oral medications for one month. Then on (B)(6) 2007, the patient presented with low back and neck pain. The patient went to the hcp for a refill on her oral medications. The patient continued on her current dose of medication without change and a pump refill was scheduled out for (B)(6). At the appointment it was noted the patient was not having any side effects. On (B)(6) 2007 the patient had her oral medications refilled and at that time it was again noted the ¿pump catheter¿ was not functioning properly thus the reason it was turned down. At the appointment, the hcp discovered the patient as taking her oral medications in excess of what was prescribed and the hcp educated the patient on what was expected. On (B)(6) 2007, the patient presented rating her pain at a 7. The pump status was checked via telemetry and the expected volume was 7.7 ml while the actual volume was 7 ml. It was reported the patient¿s oral medications (ms contin) were making her too drowsy. The hcp decreased dose but increased the amount to take per day and added msir again. The pump was refilled with 40ml of morphine and the next appointment was scheduled for (B)(6) 2007. On (B)(6) 2007 the patient presented with complaints of pain in the neck and low back pain. It was noted ¿says her pump is malfunctioning and therefore she depends on the ms contin and msir for pain¿. The patient indicated the oral medications controlled her pain but she was never pain free. It was noted the patient eventually would have the pump checked and was hoping to get help with her insurance. On (B)(6) 2007, the patient presented with pain in the neck and back/spine pain. It was noted the patient indicated she had gotten relief with the pain pump before it became dysfunctional. The patient now had a ¿nonfunctioning pain pump which needs revision¿. The patient at the visit was satisfied with the pain relief from her oral medications however it was noted she had difficulty walking long distances. Then on (B)(6) 2007, the patient presented with low back pain. It was noted the patient ¿still had a non-functioning pain pump¿ and was still getting pain relief with oral medications. The next appointment was on (B)(6) 2008, the patient¿s pain was at an 8. The pump status was checked via telemetry which indicated the expected reservoir volume was 5 ml; 5.5 ml was removed from the pump. The pump was refilled and it was again noted the patient was still awaiting insurance in order to get a revision. On (B)(6) 2008, the patient returned complaining of neck, back and hands pain. She still did not have insurance and it was noted the oral medications were working ¿ok¿ for now. The patient was reportedly developing arthritis in her fingers. The patient¿s physical and neurological exam was essentially unchanged. She was noted to be in very good spirits and was pleased with the treatment at that point. On (B)(6) 2008, the patient rated her pain at a 7. The pump was expected to have 2.7 ml and 5 ml was removed. The discrepancy was noted. The pump was refilled and the next appointment was scheduled for (B)(6) 2008. The patient tolerated the procedure well with no adverse effects. The patient presented on (B)(6) 2008 with neck and back pain. The patient was refilled on her oral medications and was noted to be doing well on the medication. The patient requested no changes. On (B)(6) 2008 the patient presented with neck, back, hands and legs pain. The pump was refilled. Upon refill, the expected volume had been 3.4ml and the actual volume removed was 4ml. The patient was still awaiting insurance in order to get a revision. On (B)(6) 2008, the patient¿s chief complaint was her neck, back and hands. She came for a refill of medications and continued to need the oral medications due to the pump ¿not working correctly¿. It was noted the patient¿s hands were becoming painful, several joints were swollen and some appeared to be slightly deformed. Due to the patient not having insurance she didn¿t want to see any doctors or get any other medications. On (B)(6) 2008, the patient presented with pain in her back, neck, legs and hands. The pump was refilled and the expected volume had been 4.4ml while the actual volume was 6.5ml.on (B)(6) 2009, the patient¿s chief complaint was her back, neck and hands. She was there for a scheduled follow up and oral medication refills. She was noted to be doing ¿fairly well¿ with her current medications and requested no changes. The patient then presented on (B)(6) 2009 with pain in her back, neck, hands and feet. The pump was interrogated and a low reservoir alarm had occurred. The expected volume was 0.7ml and 2ml was removed. The pump was refilled, the patient still did not have insurance and the next appointment was scheduled for (B)(6) 2009. A follow up visit occurred on (B)(6) 2009. The patient returned complaining of back, neck and hands pain. It was reported, ¿she is awaiting some insurance issues so that she can undergo a catheter revision. In the meantime the oral meds supplementing what she is getting from the compromised pump is holding her¿. A physical and neurological exam was essentially unchanged and the patient was noted to have been in good spirits. On (B)(6) 2009, the patient was having leg cramps but had bought some bananas and was going to see if those helped. The complained of pain in her back and neck again. The pump was interrogated and the expected volume was 4.7 ml while the actual residual volume found was 6.0ml. The pump was refilled. On (B)(6) 2009 the patient presented with neck, back, hands and legs pain. The patient indicated her hands were getting ¿worse¿. At the appointment, the pump was expected to have 5.1ml while 7.0ml was removed. The pump was refilled. On (B)(6) 2010, the patient presented with low back pain. The pump was interrogated and was expected to have 9.8ml while 10.5ml was removed. The pump was refilled and the patient¿s next appointment was scheduled for (B)(6) 2010. On (B)(6) 2010 the patient presented complaining of new pain in both of her legs that started four days prior which was unbearable at times along with a ¿solid cramping feeling¿. It was noted the patient had low back pain with radiation to the left/right extremity. At the appointment the patient reportedly stated her pain pump was not working correctly and she would have it removed when she had insurance approval. Her insurance would not cover the medication for the pain pump refill and would not pay for the removal of the pump. At the appointment the hcp discussed the muscle spasms with the patient and she was started on baclofen. The patient¿s hcp recommended the patient get the pain pump checked and it was noted the patient hadn¿t wanted to do that. The hcp wanted to check the pump under fluoroscopy, reduce the pump by five percent and decrease her oral medications. The hcp decreased the pain pump to 9.5 mg/day and ordered an x-ray of the lumbar spine. A ¿pain pump check with CT scan to follow¿ was also planned. On (B)(6) 2010 at a follow up visit it was noted the five percent at the last visit caused increased pain. The patient complained of all over body pain. Upon refill, the expected residual volume had been 12.8 ml while 14 ml was removed. Morphine was discontinued and changed to saline. No follow up appointments were scheduled as the patient was to resign from care due to non-compliance. A weaning dose of oral medications were given and a catapres patch was also given.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient¿s follow up health care provider (hcp) indicated the patient was not in their system. The hcp¿s office possibly planned to research to see if there were old records. No further information however was provided.

Event description:
It was reported that the patient¿s pump had ¿leaked and it almost killed¿ her. The pump reportedly worked for a couple months in 2006 and it was reported ¿that was it, it was a mess¿. It was also reported the patient was ¿just a mess¿. It was noted ¿I watched her. There wasn¿t a drop in there when she drew that needle out¿. The patient had reportedly experienced leg cramping, all of sudden she couldn¿t walk and had to use a walker. Following experiencing the symptoms, the patient had went to her health care provider and was told she was getting ¿too much¿ medicine. As a result, the patient was given muscle relaxers. The patient at that time had told the hcp that she couldn¿t take muscle relaxers however the hcp sent her home and the patient took two muscle relaxers. Following taking the oral medication, ¿I didn¿t know anything again for four days until I woke up in the hospital in intensive care (ICU). I didn¿t even know my kids. When I called them when I got out they thought I¿d tried to kill myself. I told them it was my pain pump. I wasn¿t taking anything except those muscle relaxers and I only took two¿. It was noted if the patient¿s family had not found her in time; the health care provider had indicated she ¿wouldn¿t have made it¿. The patient reportedly remained in the ICU for three or three days. It was later noted the pump worked for ¿a month and then it kinked up and I kept having to take medicine.¿ the patient did not get the pump refilled anymore and noted, ¿it leaked all the morphine out, almost killed me. I went back up there paid them and they fired me¿. The patient reportedly did not want any more morphine in the device system due to it ¿about¿ killing her. The patient had been told by her health care provider (hcp) that the pump could be removed anytime however the patient had now been told that she probably could not get it removed because ¿it¿s probably grown to my skin¿. The device system had initially been used to deliver morphine and currently contained saline. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2006-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).